Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr 119 cm r2p destination sheath and valve assembly were received for product evaluation. No other accessory components were returned. Visual inspection revealed that the components were returned with the valve assembly mated to the sheath. Multiple kinks were noted along the sheath shaft (0.709 inches, 8.071 inches, 9.4889 inches, 34.488 inches, 35.000 inches, 38.307 inches from the sheath shaft hub. The complaint can be confirmed for sheath mechanical damage. The cause of the event cannot be determined however it is likely the mechanical damage noted on the sheath shaft was a result of manipulating the shaft during use. The customer confirmed the sheath was kinked during use of the device.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender hemostatic valve was removed, and a y-connector was used. When the physician was connecting the y-connector with the sheath, the physician felt the threads of the sheath hub were loose. The physician managed to continue the procedure using the device. Subsequently, the procedure was successfully completed. There was no health damage to the patient. The estimated blood loss was less than 250cc. Additional information was received on 18oct2020. The kinks occurred during the procedure instead of prior to use. Okay is the name of the y-connector that was used with the device.